Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, 10/13/99. The pt subsequently developed what the surgeon describes as a moderate post-op inflammation. No secondary surgery was necessary and at pt's last visit, 1/31/00, the visual acuity was 20/25 and was given an excellent prognosis.